Manufacturer narrative:
(B)(4). The customer did not send the device to baxter for evaluation. Therefore, the reported condition of an over-infusion could not be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that an infusor lv2 device over-infused during patient use. The device fully infused 5-fluorouracil 10 hours faster than expected. There was no patient injury or medical intervention necessary. However, it was reported that the patient experienced vomiting after this event. No additional information is available.